Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was displaying out of range measurements of less than 200 ohms. There was a question why this would display low out of range measurements with one of the ports plugged. There were no adverse patient effects reported. Per boston scientific technical services (ts) following a reviewed of the infomation concluded this is an expected observation with the device when a port has been plugged and is not being used.